Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and the most probable cause of the reported migration and malposition could not be determined. The reported patient symptom of perforation is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the ams 700 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptom of perforation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to their physician with a penile deformity related to this inflatable penile prosthesis (ipp). Upon examination, it was determined that the left cylinder had migrated and extruded through the cavernosum at the site of the corporotomy. It was noted that the cylinder still inflated as expected, but was sitting under the skin rather than within the cavernosum. The patient has been scheduled for a procedure on a future date to surgically address the issue. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and the most probable cause of the reported migration and malposition could not be determined. The reported patient symptom of perforation is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the ams 700 instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 700 instructions for use (IFU) was reviewed. The patient symptom of perforation was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to their physician with a penile deformity related to this inflatable penile prosthesis (ipp). Upon examination, it was determined that the left cylinder had migrated and extruded through the cavernosum at the site of the corporotomy. It was noted that the cylinder still inflated as expected, but was sitting under the skin rather than within the cavernosum. The patient underwent revision surgery and the left cylinder was repositioned back into place. The surgeon concluded that poor tissue quality after radiation treatment was the most likely cause of the device migrating. There were no further patient complications reported.